Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid altitude alarm after climbing a mountain at a high altitude. The customer reloaded the cartridge in an attempt to clear the alarm but was unsuccessful. The customer's blood glucose level was 105 mg/dl. Multiple attempts were made by tandem technical support to ensure the alarm had cleared, however no response was received from the customer.